Event description:
The sales rep was inservicing on the cam02 monitor evaluation at the hosp. The cam02 had a short in the pressure connector on the box. When the cable was moved, the unit lost the pressure, showed no catheter connected, and then started to initialize again. There was no pt contact.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.